Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. An endoscopy was done prior to the placement of capsule and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure that may have led to the event and no intervention necessary. A little lube was used on back of the capsule. The cause of the failure to attach was unknown. There was no injury caused to the patient however, a repeat procedure was performed.